Event description:
It was reported that during an unknown procedure they tried to fire the device but it got stuck and wasn¿t able to fire staples on the tissue. They tried with the other reload, but the problem was the same. Both stapler and the reloads are in the complaint bag. Procedure was completed with another device. No reported patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1st firing of the instruments was not performed correctly. Instrument was fired for the first time on sigmoid colon that was prepared to be resected after firing, the instrument got stuck on tissue, he was not able to open it. He finished the procedure with another instrument and this one was returned to us the analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.